Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-11087 and 2134265-2016-11177. It was reported that an error message displayed during aspiration. Three angiojet® solent¿ omni catheters were selected for a thrombectomy procedure. Catheters were primed. Aspiration was initiated inside the body with all three devices. However, a leak was observed coming out of the rubber balloon and an error message to check saline supply was displayed. Aspiration stopped. The devices were reset and still did not work. On the third attempt with each device, the console states ¿replace thrombectomy set.¿ a thrombolysis catheter in the patient overnight. There were no patient complications reported.